Event description:
User purchased tampon from dispenser at bowling alley. This was the first time she had used a tampon. There were no instructions on the packaging. During insertion she had great pain and nausea. She was later found at home, passed out due to severe blood loss. She was treated with 3 liters of IV fluids and surgical repair of a vaginal laceration.